Manufacturer narrative:
Please note that one other viabahn device was involved in this event: device lot#9305066 (MFR report #2017233-2011-00658). Results: the review of the mfg records for the device verified that the lot met all pre-release specs.

Event description:
The pt presented with a pseudoaneurysm in the common iliac artery and external iliac artery. Five gore viabahn endoprosthesis were used during the procedure. Three of these devices were deployed without incident. To maintain patency in the hypogastric artery, a 7mm device was placed in hypogastric artery in a "snorkel" position. Following the placement of three devices, the 7mm device had moved distally from the initial position. As a result, an 8mm device was then positioned proximal to the 7mm device. During deployment, the deployment line snagged and the device began to bow. The device did not deploy and the device was removed. The physician elected to convert the pt to a fem-fem bypass procedure.